Event description:
Healthcare professional reported a xen®45 gts, ¿slider did not operate properly during surgery in the right side¿. There was no injury to the patient. It is not known whether if backup was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed. All expected results were met. A stent was not observed to deploy during the functionality test. Upon completion of the functionality test, it was determined that the stent was likely deployed prior to receipt and not returned within the injector. Slider resistance is not verified since no damage was observed and since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts, ¿slider did not operate properly during surgery in the right side¿. There was no injury to the patient. It is not known whether if backup was used.